Manufacturer narrative:
Date of event: the peritonitis event occurred on an unreported date by the end of (B)(6) 2020. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as improper operations. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug infusion (dose, route, frequency and duration were not reported) which was added into dianeal for treatment. At the time of this report, the patient has not recovered from the event and pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information could be provided as the reporter declined follow -up.